Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was some difficulty hooking the extension cord into the hemopro connector. The pa took a closer look at the connector and observed some of the green plastic was inside the opening. After passing it to the scrub nurse, the scrub nurse decided to use a hemostat to remove the plastic. It was noted that the metal casing was bent and the scrub nurse fixed that with a hemostat. Although the jaw was producing energy (smoke was generated and some burning was taking place) the larger branches were not welding properly. The pa was even doing some extra welding to ensure sealing without success. The tunnel was compressed during the balance of the case, then irrigated, and the incision was closed after protamine was introduced. The hospital did not report any patient effects.